Manufacturer narrative:
Natus technical service requested on multiple occasions that the light box involved in the event be returned to natus for evaluation, but the light box was not returned. The complainant did not respond to multiple follow-up communications. The cause of the issue could not be determined.

Event description:
The complainant believed that the issue was caused by a malfunction of the light box because the light pad being used was measured to be within specifications when it was installed on other light boxes the complainant had on hand. The complainant claimed that the neoblue radiometer had a calibration due date of march 2018, but natus technical service had no record that the radiometer had been calibrated at natus.

Manufacturer narrative:
Natus medical requested for the device to be returned for further investigation. Once investigation has been completed natus will provide a supplemental report.

Event description:
The customer reported on (B)(6) 2017 that a neoblue blanket unit is exhibiting low intensity not in service, was in storage. Customer stated that intensity was measured at 11 [?]w/cm2/nm using a neoblue radiometer with the potentiometers adjusted to maximum. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.